Event description:
It was reported that during insertion, the tip of the implant broke off and remained unretrieved in the bone. The fragment is estimated to be around 7mm long. The surgeon did not attempt to remove the fragment or place an implant on top of the fragment. The surgeon used a competitors metal anchor to complete the case. The type of bone preparation is unknown. The procedure was an acl reconstruction. The patient is a (B)(6) male with very hard bone. The remainder of the broken implant will not be returned; the facility's risk management will not release it.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part will not be released by the facility, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The type of bone preparation is unknown. Events of this nature are typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging, improper bone preparation or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Risk manager will not release device.